Event description:
The syringe broke off at the cone (where the line is screwed) and got stuck in the line. The antibiotic could not be flushed. The faulty product has been kept. For a pick-up, please contact mr. (B)(6).

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: both photos and one physical sample were provided to our quality team for investigation. Through visual inspection, the tip is observed to be damaged. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. It is possible the tip was damaged during the movement of the product within the manufacturing equipment or a result of the force used to engage the device. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information, we are not able to identify a definitive root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence. See manufacturer narrative.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information becomes available. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Patient problem code: f24 - insufficient information. Device problem code: a0401 ¿ break.

Event description:
The syringe broke off at the cone (where the line is screwed) and got stuck in the line. The antibiotic could not be flushed. The faulty product has been kept. For a pick-up, please contact mr. (B)(6).